Manufacturer narrative:
Device remains in the possession of the hospital pathology department.

Event description:
It was reported that during removal of an oasys screw, the screw head detached from the screw shaft. The surgery was delayed approximately one hour.

Manufacturer narrative:
Visual, dimensional, functional, and material analyses could not be performed because the device was not returned. Product history and complaint history reviews could not be performed because no identifying device information (catalogue/lot number) was provided. The surgical technique states that, "instruments are provided by stryker spine to be used to remove the implants." It was reported that the physician used "evolution c" to remove the implant. "Evolution c" is not a stryker product. The probable root cause of the tulip separation during device removal is the use of non-stryker instruments. However, additional potential root causes include: the outer sleeve of screwdriver is not fully threaded into the tulip head which allows cantilever motion of tulip head during screw insertion; the screwdriver tip is not fully engaged with screw shaft hex end; excessive cantilever force is applied during screw insertion or screw removal; the user attempts to detach screwdriver from screw when outer sleeve is not fully unthreaded; the tulip head is too tightly seated into the bone.

Event description:
It was reported that during removal of an oasys screw, the screw head detached from the screw shaft. The surgery was delayed approximately one hour.